Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left unknown mentor gel implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision which the right device was mentor memorygel siltex, 450cc gel and the left device was unknown mentor gel, the right side ruptured and the MRI showed possible rupture on the left after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right implant.

Manufacturer narrative:
On 6/7/2018, additional information indicated that the patient is scheduled for removal on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/28/2018, additional information indicated that the date of event is on (B)(6) 2018. Patient underwent removal and replacement as follow: left replaced with catalog number 3505504bc, lot number 7573592, serial number (B)(4), and right replaced with catalog number 3505504bc, lot number 7573592, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/22/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt to mentor, the device contained gel with cloudy appearance. Brown material was observed within the device. White material and gel were observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior view. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing the complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and white material observed. Because mentor performs 100% inspection and testing of all devices prior to release. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast mammaries. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).